Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm.

Event description:
It was reported that the insulin pump is under delivering insulin and the customer experienced high blood glucose of 30mmol/l. Troubleshooting was performed, and the high pressure test passed as well the displacement test passed. No further information was provided.